Event description:
A malfunction was reported with the customer's insulin pump, identified by malfunction code malf 0. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and since the malfunction did not recur immediately, the customer was instructed to continue using it while monitoring for any issues. However, the malfunction recurred, prompting technical support to issue a replacement pump. The customer was guided to use multiple daily injections (mdi) as a backup therapy and instructed on how to store and return the faulty pump.